Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, an elevated short v-v interval count, a polarity switch and noise. The rv lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the cause of the right ventricular (rv) lead issues were due the set screw in the implantable pulse generator (ipg) not being properly screwed. The set screw was removed, so the rv lead could be re-inserted into the ipg connector correctly. The rv lead and the ipg remain in use.